Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the inserter could not be unthreaded from the cup after impaction. It had to be wasted and reamed up for a 56 cup. The product was returned to depuy synthes for evaluation. Visual analysis found that the cup impactor was returned assembled with an acetabular cup. The tip of the impactor is not centrally threaded into the cup's threads. It is possible that the impactor was strike off axis before the threaded tip was fully threaded into the cup. Additionally the threaded tip of the impactor was stripped. A functional test was performed and was able to replicate the reported unable to disassembled condition due to the devices were not able to disengage after multiple attempts with excessive forces applied. The overall complaint was confirmed as the observed condition of the pinn straight cup impactor would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Event description:
The inserter could not be unthreaded from the cup after impaction. It had to be wasted and reamed up for a 56 cup. Doi: unknown, dor: (B)(6) 2024, affected side: unknown hip.

Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received: a. What is the implant date (B)(6), 2024 b. Was there any surgical delay related to the event? If yes, what is the duration of the delay? Yes. Delay was about 10 minutes in total. C. Was there any patient harm/consequence related to the event? No. D. What is the affected side involved in this event? Left or right? Left side.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: a1, a3, b5, d10 corrected: h6 (clinical and impact codes). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.